Event description:
The customer reported that she was experiencing high blood glucose. The reported blood glucose reading was 592 mg/dl. Troubleshooting was performed, and the prime test passed. During the phone call, the customer was not feeling well, so paramedics were called to assist her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.